Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for dried residue inside the tube with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd technical services provided troubleshooting with the customer.

Event description:
It has been reported that the bd vacutainer® serum blood collection tube has been found experiencing 200 occurrences of containing foreign matter before use. The following has been provided by the initial reporter: it was reported that a dried residue was found inside the tube. The customer found dried residue inside of the tube. The customer would like to confirm that the residue will not affect the results if it is used. Samples available. Explained that the white droplet that she is referring to is the clot activator. She explained that they are not using this tube for blood collection, but to add liquid penicillin. I explained that these tubes are used to in vitro diagnostic testing, and is not intended for adding penicillin. We do not have data for this practice, so I would not know how the clot activator would affect it.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd vacutainer® serum blood collection tube has been found experiencing 200 occurrences of containing foreign matter before use. The following has been provided by the initial reporter: it was reported that a dried residue was found inside the tube. The customer found dried residue inside of the tube. The customer would like to confirm that the residue will not affect the results if it is used. Samples available. Explained that the white droplet that she is referring to is the clot activator. She explained that they are not using this tube for blood collection, but to add liquid penicillin. I explained that these tubes are used to in vitro diagnostic testing, and is not intended for adding penicillin. We do not have data for this practice, so I would not know how the clot activator would affect it.